Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 22 and march 23, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during flow rate testing. The device contained 250cc of solution. The device was allowed open to check the functionality of the device (without a patient) and it was observed that the device operated at the flow rate that was slower than the expected flow rate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.